Event description:
Customer reported receiving a button error alarm and stated that they are unable to clear it. Customer also stated that they were mowing the lawn and the insulin pump has a crack on it. Customer's blood glucose reading at the time of the call was 280 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube window. No crack display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.